Event description:
Boston scientific crm received information that one day post implant, this implantable defibrillation lead exhibited loss of capture and pacing impedance measurements greater than 2000 ohms. An invasive procedure was performed. The lead was disconnected from the device header and then reconnected. Acceptable impedance measurements were observed following the reconnection. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this lead remains in service. Should additional information becomes available, this event will be updated.